Event description:
Heal laa study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. Prior to the procedure, heparin was administered to the patient. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 21mm. There were no patient complications that were reported to have occurred. The patient was discharged with aspirin and rivaroxaban. 118 days post procedure, the patient was noted with nausea, vomiting and dizziness. The patient presented to emergency department with complaints of fall at home the next day. During this time, the patient had a severe headache, which was relieved after administration of IV dilaudid. The same day, a computed tomography (CT) scan was performed that revealed intraparenchymal hemorrhage (iph). The patient was immediately transferred to another hospital and was hospitalized for further evaluation and treatment. Upon admission, the patient was noted with elevated blood pressure and nicardipine was administrated. CT scan was performed which showed positive result for right frontal lobe intraparenchymal hemorrhage (iph) with subarachnoid hemorrhage (sah). However, CT scan was negative for carotid stenosis or vascular abnormality. The patient was advised to take keppra for prophylaxis for 7 days. 123 days post procedure, modified barium swallow (mbs) was performed that revealed mild oropharyngeal deficits. A speech-language pathologist (slp) recommended regular diet and to take small sips and to monitor for signs and symptoms of aspiration. Based on the evaluation, the patient was diagnosed with an acute ischemic stroke with hemorrhagic transformation. Two days later, x ray was performed that showed left lower lobe atelectasis and also the patient was noted with left hemiparesis. 145 days post procedure, the event was resolved, and the patient was discharged home.